Event description:
Dental assistant was opening a new bottle of coe-soft liquid and when she placed it on the counter the liquid splashed in her face. She was not wearing goggles and the liquid had gotten into her eyes. She was immediately given treatment in the dental office and was placed under an eyes wash station for 20 minutes. After the eye wash she then went to an immediate care facility. As a precaution, the physician prescribed steroid eye drops. As of (B)(6) 2015 the patient had not gotten her prescription yet.

Manufacturer narrative:
Instructions for use have been revised to include additional ppe. Sds has been reviewed and is confirmed to be accurate.